Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed monthly.

Event description:
The caller alleged a variance between inratio inr results. Per (B)(6), wife of patient self tester, on (B)(6) 2015, her husband tested on his inratio monitor and obtained an inr of 1.2. The patient self tester's physician suggested retesting; testing was repeated four hours later over the phone with the physician. The results were: inratio inr = 2.2. The distributor was able to provide further inratio inr results: (B)(6) 2015 - inratio inr = 1.3. (B)(6) 2015 - inratio inr =1.9. (B)(6) 2015 - inratio inr = 2.7 (coumadin stabilized at 3mg daily on this date). (B)(6) 2015 - inratio inr = 2.5.